Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following a procedure. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.